Manufacturer narrative:
B7: added medical history; h6: conclusion code remains unchanged; h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/05616892, 18cm x 24 cm x 1mm]. Implant date: (B)(6) 2009, (same day surgery). On (B)(6) 2013, (B)(6). Operative report. Anesthesia: general endotracheal, estimated blood loss: 500 ml. Fluids: lactate ringers, complications: none, conditions: fair, findings: a strangulated ventral hernia containing a 20 cm segment of small bowel with transmural ischemia and necrosis. Indications: a 52-year-old male, morbidly obese, with history of recurrent ventral hernia, that has been present for about (B)(6) years. The hernia has been somewhat symptomatic for the past (B)(6) years. Causing intermittent pain and discomfort. Patient presented to the ER complaining of significant amount of tenderness and pain at the hernia site. Patient stated, that he noticed, increase in size of the hernia after he mowed his lawn early that morning. The hernia became unreducible. And he started experiencing increasing pain in the hernia site. On examination, the patient had a benign exam of the abdomen except for exquisite tenderness in the hernia. We were unable to reduce the hernia. A CT scan of the abdomen was ordered. And some small bowel was found incarcerated in the hernia sac. There was some free air present in the abdominal cavity suggestion small bowel perforation. We recommended emergency exploratory laparotomy with hernia repair and possible bowel resection. After discussing the risks and benefits of the surgery, patient agreed to proceed with surgery. Understanding all of the potential risks. Description: ¿after informed consent was obtained. Patient was brought down to the operating room and placed in supine position. General endotracheal anesthesia was administered. Preoperative time out was performed as well as briefing of the case. The entire abdomen was prepped and draped in sterile fashion. Using a #10 blade scalpel, a 25 cm midline incision was made. This incision was carried down with electrocautery through the subcutaneous tissue until the fascia was encountered. The incision was made above the palpable hernia. The hernia sac was identified, and all of the subcutaneous adhesions were bluntly taken down, and the hernia sac was released free. We proceeded to open the fascia at the level of the linea alba using electrocautery. We gained access to the abdominal cavity, and the hernia sac was opened. A loop of small bowel was found to be incarcerated. This loop of bowel had signs of transmural ischemia with necrosis. There was some pneumatosis, but there was no gross perforation of the bowel. This loop of bowel was detached from the hernia sac and brought outside of the abdominal cavity and covered with wet towels. Using metzenbaum scissors, the hernia sac was excised from the fascial edges. The fascia defect was approximately 10 cm in length. The old mesh from the previous repair was found to be displaced to the right side of the abdomen. The mesh was well incorporated into the fascia and was left in place. And later was included in the fascia of the repair. We proceeded to explore the entire abdominal cavity. There was no free fluid or contamination of the cavity. The entire bowel appeared to be healthy with good coloration, mobility, and caliber. Using metzenbaum scissors, we proceeded to take down some adhesions in the small bowel. Using a blue load 55 cm gia stapler, we proceeded to resect the portion of necrotic bowel. About 20 cm of small bowel was removed. And was submitted to pathology along with the hernia sac. Using an enseal device, we divided the mesentery, securing hemostasis at the same time. A few larger vessels on the mesentery were suture ligated with silk. The 2 ends of the resection were inspected, and they were healthy with good peristalsis. Both segments were brought together, and we proceeded to perform a tension-free side-to-side anastomosis. Two enterotomies were made in both ends, just next to the staple line to allow the insertion of the staple gun. The 2 segments were aligned, and the stapler was fired, making the anastomosis in the lateral wall of the bowel about 1 cm away from the mesenteric side. Both enterotomies were closed using a tia-75 stapler. The suture line was reinforced with interrupted stitches of 3-0 silk, and the staple line was inverted. Another stitch was also, placed in the other side of the anastomosis to keep both segments together and release tension of the anastomosis. The anastomosis was checked and was widely patent. At this point, we proceeded to close the mesenteric defect using interrupted stitches with silk. The abdomen was again explored. There were no other abnormalities, and hemostasis was secure. We proceeded to close the fascia and repair the hernia using a 10 x 16 cm strattice biological mesh. The mesh was placed in an underlay fashion with multiple interrupted stitches with 0 pds. A fish retractor was used to protect the bowel, during the closure of the fascia and repair of the hernia. Several stitches were used to avoid leaving any gaps between the mesh and the fascia. The mesh was placed in a relaxed fashion and was parachuted once all of the stitches were placed. The fish retractor was removed. And we proceeded to close the fascia primarily using 0 looped pds sutures, taking 1 cm bites and advancing 1 cm between stitches to achieve a tension-free closure. The fascia was nicely closed. And the subcutaneous tissue was irrigated with normal saline. After this, the subcutaneous tissue was approximated using interrupted stitches with 3-0 vicryl. Finally, the wound was closed with skin staples. The patient tolerated the procedure well. The wound was covered with a sterile dressing. The patient was transferred in stable condition to the recovery room. Dr. (B)(6) was presented and assisted, during the procedure¿. On (B)(6) 2013, (B)(6). Preoperative diagnosis: cellulitis ¿ abdomen, postoperative diagnosis: same, surgical procedure: I and d abdominal wound. Evacuation of abdominal abscess, removal of prior- nonabsorbable mesh with metal tackers. Application of wound vac. Specimen 1: necrotic tissue abdomen. Specimen 2: abdominal mesh. Gross description: 1. Received fresh and transferred to formalin labeled ¿necrotic tissue abdomen¿ are four large fragments of tissue. One fragment has a gray-tan, wrinkled, hair-bearing skin with instrumentation marks. The specimen aggregates to 7.5 x 3.8 x 2.7 cm. Serial sections reveal, a yellow-tan to brown, fatty parenchyma. Also identified in one smaller fragment of tissue is a metallic coiled object measuring up to 0.4 cm in greater diameter. 2. Received fresh and labeled ¿abdominal mesh¿ is an irregular gray-tan apparent mesh, which measures 15.7 x 13.2 x 0.3 cm. Noted on the outer margin around the entire specimen are multiple coiled metallic objects measuring up to 0.4 cm in greatest diameter. No sections were taken. Microscopic diagnosis: 1. Necrotic tissue, abdomen- portion of skin and soft tissue with areas of necrosis, inflammation, and multinucleated giant cell reaction. 2. Abdominal mesh, consistent with given data, gross examination only. On (B)(6) 2014, (B)(6), [author not indicated] pathology. Preoperative diagnosis: ventral hernia, recurrent, postoperative diagnosis: not given., surgical procedure: exploratory laparotomy, ventral hernia repair with biological mesh, component separation, excision skin flap. Specimen 1: skin flap; specimen 2: hernia sac [only page 1 available for review]. A potential relationship, if any, between the alleged injuries or complications. And the gore device has not been established at this time based on available information.   It should be noted, that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore® dualmesh® plus biomaterial instructions for use also states: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/05616892, 18cm x 24 cm x 1mm]. Implant date: (B)(6) 2009 (hospitalization dates unknown). (B)(6) 2009: (B)(6) health system. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative and postoperative diagnosis: ventral hernia. Anesthesia: general. Estimated blood loss: minimal, less than 100 ml. Complications: none. Procedure: patient was brought into the operating room. Was placed in the supine position. Pressure compressive stockings were placed on the lower extremities. General endotracheal anesthesia was administered without any complications. The abdomen was prepped and draped in normal surgical fashion. A prolonged time out was performed at this time per new protocol. Following this, we proceeded to insert our first trocar using the opti view in the left upper quadrant. This was done without any complications. We started to insufflate the abdominal cavity with an opening pressure of mmhg to a pressure of 50 mmhg without any complication. We proceeded to insert all the trocars in the normal surgical fashion. Using graspers and the maryland dissector, we pulled down the greater omentum from the hernia sac. This was done without any complications and without any bleeding. Following this, we proceeded to insert our mesh into the abdominal cavity, which measured approximately 15 x 8 cm. It was previously marked with prolene stitches in all the corners. Once in the abdominal cavity, we oriented the mesh accordingly and we proceeded to, using the carter-thomason technique, bring out each one of the previously placed stitches through the peritoneum, abdominal wall fascia, subcutaneous tissue, and skin all the way to the exterior. This was done circumferentially throughout the mesh. These sutures were tied, bringing the mesh up toward the peritoneal surface of the anterior abdominal wall. Following this, we proceeded to use the tacker, and we tacked the entire mesh circumferentially, approximately 1-cm apart each one of the tacks. This was done without any complications. We verified that the mesh was adequately placed. It was, and we proceeded to remove the trocars under direct vision. Following this, the port sites were closed using 4-0 monocryl. The stab incisions where the sutures were brought out of the abdominal cavity were closed with steri-strips. (B)(6) 2009: (B)(6) health system. Implant record: ¿gore dualmesh® plus biomaterial¿. Ref catalogue number: 1dlmcp06. Lot batch code: 05616892. 18cm x 24 cm x 1mm. Expiration: 10/2010. Manufacturer: w.l. Gore & associates. Relevant medical information: (B)(6) 2013: (B)(6) hospital. Hospital admission. (B)(6) 2013: (B)(6) , md. Brief op note (continued). [Full operative report not provided]. Exploratory laparotomy, small bowel resection due to strangled ventral hernia. ¿estimated blood loss: 500 ml. Findings: transmural ischemia and necrosis of strangulated bowel (aprox. 20 cm segment). Condition: fair.¿ explant preoperative complaints: (B)(6) 2013: (B)(6) hospital. (B)(6) , md. Brief history: ¿(B)(6) is a very pleasant 52-year-old male that underwent an exploratory laparotomy, small bowel resection because of strangled ventral hernia that was repaired with biological mesh on (B)(6) 2013. The patient had 2 prior ventral hernia repairs, the first one with suture repair and the second one with nonabsorbable mesh that presented with recurrence that lately after 5 years he presented to our hospital with incarcerated and strangulated hernia that required the surgery that I just mentioned above. During the first operation we did not remove the prior mesh because it was completely incorporated with no exposure of the mesh to the necrotic bowel, and the repair was performed with biological mesh. Postoperatively the patient had some subcutaneous seroma in the superior aspect of the wound that was successfully evacuated on (B)(6). The patient was packing the wound regularly with no significant changes. However, this last wednesday when he came for followup we observed that the patient presented with induration and cellulitis of the superior aspect of the wound that was completely healed. At that time we performed a CT scan with p.o. And IV contrast and we observed some stranding of the subcutaneous tissue, but no clear worsening of prior findings of postoperative CT scan. The patient was given the opportunity to be admitted to be treated conservatively with IV antibiotics. However, we explained to the patient that we were going to start with this conservative treatment for 48-hours and if he not having any improved we were planning to perform surgical exploration of the wound. The patient understood with our plan and the patient agreed with it. The patient was admitted to the hospital, was started on vancomycin and zosyn IV, and after 48 -hours the patient has not only no improvement, but some worsening of the cellulitis with an abscess formation. The patient remained afebrile with normal white cell count. However, because of the worsening of the cellulitis and the fluctuance that appear newly in the scar, we decided to bring the patient to the operating room. We discussed extensively with the patient the benefits and risks of the operation including the possibility that we had to remove that prior nonabsorbable mesh from old ventral hernia repair. The patient understood our plan was willing to proceed. He also understands he has a very high risk of wound dehiscense [sic] with infection or even a hernia recurrence. The patient agreed with our plan and willing to proceed. Informed consent was obtained.¿ explant procedure: open exploratory laparotomy, extensive debridement of wound abscess, removal of mesh, incision and drainage, and application of wound vac. Explant date: (B)(6) 2013 (hospitalization (B)(6) 2013). (B)(6) 2013: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6) , pa-c. Anesthesia: general. Complications: none. Estimated blood loss: less than 50 ml. Condition: stable. Procedure: the patient was brought to the operating room and was placed in the supine position on the operating table. The patient was already on antibiotic treatment so no further doses of antibiotic were required. The patient received induction of general anesthesia by the attending anesthesiologist. We then proceed to open the prior scar with a #10 blade. Subsequently we observed significant purulent discharge coming from the area of induration mixed with zones of fluctuation. Cultures of that purulent discharge was obtained x2, aerobic and anaerobic. We then proceed to continue opening the wound and perform extensive debridement of the abscess and as well as the deep tissues. We also excised 2 x 5 cm of the deep tissue that was under the skin, together with the skin in order to have adequate cleaning of that wound and removing all the necrotic infected tissue. The fascia looked viable, as well as the fat, the skin and the soft tissues. However, we proceed with the debridement and we found that the patient had an infected exposed prior nonabsorbable mesh from prior surgery, and at this point the abscess basically dissected beyond and above the mesh by the abscess. Removing the mesh was actually simple, since the abscess completely performed the dissection of the plane of the mesh. We then removed not only the mesh completely, but also the tackers. After we removed the mesh we extended the mesh and observed the complete removal of the prior nonabsorbable mesh was accomplished, as well as complete removal of the tackers, regarding the palpation I could perform over the fascia. The abscess was almost in contact with the biological mesh, but with no significant compromise of that mesh at all. However, there is a 4 x 3 cm area that the biological mesh is not covered by fascia. After extensive debridement and excision of necrotic and infected tissue was performed, we proceed to irrigate with the pulsavac from stryker in order to have pressure washout of the abdominal wound with approximately 4 liters of sterile solution. The subcutaneous tissue was carefully inspected and palpated and no further fluctuation or abscess pockets were identified. At the end of the procedure the tissue of the wound looked really healthy and with no fibrinous material or sign of necrosis. We then proceed to obtain adequate hemostasis. We was not necessary to enter the patient's abdomen since the biological mesh was adequately incorporated and attached to the posterior aspect of the anterior abdominal wall. We then proceed to place the wound vac dressing once adequate hemostasis was obtained and the first sponge, instrument and needle count was okay. We proceed to perform the wound vac dressing with 2 layers of sponges. The first and deeper layer of sponge is a white sponge in order to be in contact with the biological mesh. That white foam covers the 4 x 3 defect on the fascia where the biological mesh was able to be observed. Then the rest of the wound on the superficial layer we place a gray sponge covering completely the 12 x 10 cm abdominal wound. We proceed to place adequate adhesive and plastic sealing dressing over the wound and the suctioning device of the wound vac was successfully applied. At the end of the procedure the wound vac was holding the suction adequate without leaks. No sign of bleeding was observed at the end of the procedure. Vac initiated. At the end of the procedure again the second instrument, sponge and needle was okay too, as it was the above-mentioned first one. The patient tolerated the procedure well and was extubated in the operating room. Subsequently the patient was transferred to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on august 27, 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abscess, adhesion's, bowel obstruction/problems, debridement, infection, migration, hernia recurrence, wound vac, removal, bowel involvement. Additional event specific information was not provided.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.